Event description:
Information received by medtronic indicated that customer had keypad anomaly. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that all buttons are not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for an alleged unresponsive up and down buttons on event date october 01, 2021. Insulin pump received with an unresponsive keypad; intermittent button response noted during testing. Insulin pump passed displacement test, however, unit did not pass self test. Device alarmed pump error 63 var 03 at (B)(6)2022 11:56:08.000 due to a hardware defect, problem isolated to the electronic stack. Insulin pump was cut open to perform visual inspection and found moisture damage on the keypad assembly. Insulin pump failed the keypad voltage test on the back arrow button (2.08volt), up arrow button (2.11volt), home/center button (2.08volt), left arrow button (2.11volt) and down arrow button (2.11volt). Test p-cap and reservoir locked properly into reservoir compartment during testing, however, damage was noted to the retainer ring. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover, open trace, label damage (faded serial number label) and cracked retainer. Unresponsive keypad confirmed due to an open ground on the back arrow, up arrow, home/center, left arrow and down arrow buttons. Insulin pump failed self test; device alarmed pump error 63 var 03 due to broken trace u1 pin6 on keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.